Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen ergo teal/clear pen body with a clear cartridge holder attached (lot a230403) was reported to be with both engagement tabs worn and for this reason he could not put the cartridge in the cartridge holder. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). The patient operated the device and he was trained by his wife, who was a nurse. The patient had used humapen (unknown device model) for nine years but it was unknown how long the reported device had been used. When the device is returned, evaluation will be performed to verify if a malfunction occurred. It was not reported if the humapen ergo teal/clear pen body with clear cartridge holder attached was switched to a syringe or new device. (B)(4).